Manufacturer narrative:
B3: event date - during an on-site visit the week of 07-apr-2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of back check valves were cracked. The cracks were noted while infusing lipids at the facility. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.